Event description:
The reporter stated that the unit did not deliver during set up. The reporter further stated that there were no alarms. There was no pt injury or treatment associated with this event.